Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during their pd treatment. The reported issue was observed during dwell 3 of 4 of treatment. Fluid leaked from the tubing coming out of the cassette door of the liberty select cycler. Fluid was also discovered inside the cassette door and on the external of the cycler set cassette. The patient reported that no alarms or messages were received prior to or after find the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient received assistance with cancelling treatment. The patient was going to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. The patient stated they were going to revert to manual treatment exchange in order to complete treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred during their pd treatment. The reported issue was observed during dwell 3 of 4 of treatment. Fluid leaked from the tubing coming out of the cassette door of the liberty select cycler. Fluid was also discovered inside the cassette door and on the external of the cycler set cassette. The patient reported that no alarms or messages were received prior to or after find the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient received assistance with cancelling treatment. The patient was going to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. The patient stated they were going to revert to manual treatment exchange in order to complete treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.